Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with recurrent post-dinner hypoglycemia followed by hyperglycemia at breakfast despite meal announcements and cgm target adjustments, and a high reading of 282 mg/dl approximately one hour after treating a prior low with glucose tablets; the device was suspected to be running outdated firmware and the user performed a firmware update via the mobile app, with additional training requested to review updates and dosing performance. Symptoms included hyperglycemia and prior hypoglycemia without loss of consciousness, diabetic ketoacidosis, or need for assistance. Outcomes included no hospitalization, no medical intervention, no ketone testing, no backup therapy, and no alerts for high glucose exceeding the specified duration. Investigation included technical support troubleshooting, firmware verification and update via mobile application, and education with assignment for additional training. Investigation of this case revealed no device alarms during the reported high, user-confirmed outdated firmware, and incomplete determination of the cause of hyperglycemia following treatment of hypoglycemia. It was concluded that the cause of the hyperglycemia was unclear and that education on firmware management and device use was warranted prior to considering a factory reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.